Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). The target lesion was pre dilated with an unspecified balloon catheter. A 3.5x16mm promus element plus stent was implanted in the target lesion. During the first inflation of a 12mm x 3.75mm nc quantum apex otw balloon catheter at 16atms, a balloon rupture occurred. No issues occurred with the previously implanted promus element plus stent. The nc quantum apex otw balloon catheter was removed intact. The target lesion was post dilated with another 3.75mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).